Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela unit was alarming vent inop, motor fault and fio2 error while on a patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the reported complaint was confirmed through event logs and duplicated during functional check. The combination of transducer fault at power up with successful calibration of all transducer indicates that the auto zero solenoids can be slow to respond. A slow solenoid can intermittently cause a bad auto zero calibration at power up and operational auto zero checks. Vyaire technical support was unable to duplicate the reported issue of fio2 errors or failed leak test problems. This issue has been addressed in CAPA ca-2017-0206.